Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported that the alarm is stuck on hold. Customer removed the batteries from the unit for 24 hours, but the result remains the same. There is no other visible damage detected to the alarm. There was no pt incident or injury reported.